Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to customer's blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.